Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the actual device was received for evaluation containing fluid in the bladder. A visual inspection was done which observed fluid inside the housing which suggested a leak. A leak test was performed which revealed a slow leak coming out at one side of the bladder crimp. The reported condition was verified during the evaluation of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in follow-up MDR #1 is being corrected to 11/28/2023.

Event description:
It was reported that a large volume multirate infusor leaked from the balloon. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed evidence of a leak at the bladder crimp inside the device bottle (housing). The reported condition was verified. The cause of bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.